Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the tightrope separated. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. ***update (B)(6) 2023 nen: further information was provided and revealed that the suture knot has come loose.

Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, it was noted that the device was dissembled when one of the tails was pulled out. Functional test was not performed due to the damage to the device. The most likely cause can be attributed to a use error due to one of the tails being pulled out and dissembled in one of the splice areas of the device.